Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found the heavy water leakage from cable assembly. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. E216, e226 and b30 are errors that occur when communication between the processor and the camera head is not possible. Omsc presumed that water entered from the cable and destroyed electronic circuit. Then communication with the processor became impossible and image could not be displayed. The break of cable might be due to user handling. Omsc presumed that reprocess and storage of the subject device with tweezers, forceps or scalpel resulted in break. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that there was no image on the monitor and scope communication error b30 and e216 occurred due to the failure of cable assembly. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the technician found scope communication error b30 and e226 during the routine inspection. There was no report of patient injury associated with the event. The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that there was no image on the monitor and scope communication error b30 and e216 occurred.